Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation the pump operated within product specifications. Mmdg could not replicate or confirm the complaint. Based on this information no MDR was required.

Event description:
The initial reporter stated that the "the pump accuracy is over and that it doesn't stop when programmed." The initial reporter was not willing to provide any additional information, and they did not indicate if the pump was in use by a patient or not. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg. Mmdg has not been able to to evaluate the pump, and therefore cannot confirm the complaint.

Event description:
The initial reporter stated that the "the pump accuracy is over and that it doesn't stop when programmed." The initial reporter was not willing to provide any additional information, and they did not indicate if the pump was in use by a patient or not. (B)(4).